Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio determined the cause of the reported issue to be corrupted software on draco pcb assembly integrated circuit designator u25. The device was retained by physio-control and the customer was provided a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the service icon. Upon evaluation of the device a failure to power up was discovered by physio-control. There was no patient use associated with the reported event.